Manufacturer narrative:
A full analysis of the data logs has been performed and concluded that a collision between the end effector of the robot and the patient¿s head occurred. This collision triggered a force sensor saturation. The user visually checked that the patient's head had not moved due to the collision and continued the operation. The release of the vigilance device could have avoided the collision. This is considered as a use error. Corrected data: - b4 date of this report. - g4 date received by manufacturer. - h2 if follow-up, what type. - h3 device evaluated by manufacturer. - h6 event problem and evaluation codes.

Event description:
During cooperative movement in axial fast, surgeon collided with patient head. Accuracy verification was done at 4 different trajectories already with electrodes placed. Accuracy was accepted by surgeon and case proceeded. Surgeon instructed case to move forward and no adverse affects were witnessed or reported.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
During cooperative movement in axial fast, surgeon collided with patient head. Accuracy verification was done at 4 different trajectories already with electrodes placed. Accuracy was accepted by surgeon and case proceeded. Surgeon instructed case to move forward and no adverse affects were witnessed or reported.